Event description:
Event was reported via a medwatch form. It was reported that the intra-aortic balloon (iab) was inserted in 2008. The iab was placed emergently during urgent coronary artery bypass graft surgery and repair of ventricular aneurysm. Pt is listed for heart transplant list. On the next day, the high pressure alarm sounded and crystallized blood was noted in driveline. Balloon could not be removed. Pt taken emergently to the operating room. Arteriotomy with repair required for balloon removal. Solid structure 1.5cm found. Update the following month - "the pt is fine".

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.